Event description:
A ciculating nurse was raising the siderail and pinched their finger. Allegedly, the nurse cut off part of their fingernail, chipped a bone, cut into the nail bed and required stitches. Reportedly, the nurse did not take time off from work. The initial reporter stated that the "the little wheel at the top" was half gone.